Event description:
The nurse inserted catheter and when she tried to pull the needle out, it separated from the stylet.

Manufacturer narrative:
The sample was received in 2009, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 02/12/2009.